Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a 38 year old female had hernia repair surgery on (B)(6) 2012. During the hernia repair surgery, the surgeon implanted a strattice mesh. The lot and batch number for this mesh is s1106061-172. After surgery, the patient returned to the hospital on or about (B)(6) 2013. She was diagnosed with recurrent ventral hernia. The remaining strattice mesh was removed and additional mesh was implanted. On or about (B)(6) 2015, the patient presented with a recurrent incarcerated ventral incisional hernia and additional strattice was implanted. She underwent a series of additional revision surgeries, with strattice being removed on or around (B)(6) 2016. On or about (B)(6) 2021, the patient presented with a recurrent ventral hernia that was repaired with strattice. The catalog number for this mesh is 1620002 and the lot number is sp200133-040. No other information was reported. This record is associated with the device implanted (B)(6) 2012; lot s1106061-172. Although a lot number was reported, s1106061-172 is not a valid lot number and therefore defaulted to unknown. Although it was reported there was placement of an additional mesh during the (B)(6) 2013, the record does not indicate strattice, therefore a record will not be opened for this mesh. The patient underwent an additional surgery on (B)(6) 2015, which the record does indicate a strattice mesh was placed; therefore a second complaint was opened. The patient was reported to be implanted with a 3rd strattice mesh on (B)(6) 2021; however there is no event reported after the date of implant; therefore no additional record will be opened.

Event description:
This is follow up#2 to report the results from the internal investigation and the conclusion. The aware date is based on when the batch record review was completed. As reported in follow up#1: on 25/apr/2023, pmqa received notification from legal that the lot associated with this event was found through discovery and is s10952-172. No other information was reported. As reported in the initial: it was reported through a legal event that a 38 year old female had hernia repair surgery on (B)(6) 2012. During the hernia repair surgery, the surgeon implanted a strattice mesh. The lot and batch number for this mesh is s1106061-172. After surgery, the patient returned to the hospital on or about on (B)(6) 2013. She was diagnosed with recurrent ventral hernia. The remaining strattice mesh was removed and additional mesh was implanted. On or about on (B)(6) 2015, the patient presented with a recurrent incarcerated ventral incisional hernia and additional strattice was implanted. She underwent a series of additional revision surgeries, with strattice being removed on or around on (B)(6) 2016. On or about on (B)(6) 2021, the patient presented with a recurrent ventral hernia that was repaired with strattice. The catalog number for this mesh is 1620002 and the lot number is sp200133-040. No other information was reported. This record is associated with the device implanted on (B)(6) 2012; lot: s1106061-172. Although a lot number was reported, s1106061-172 is not a valid lot number and therefore defaulted to unknown. Although it was reported there was placement of an additional mesh during on (B)(6) 2013, the record does not indicate strattice, therefore a record will not be opened for this mesh. The patient underwent an additional surgery on (B)(6) 2015, which the record does indicate a strattice mesh was placed; therefore a second complaint was opened. The patient was reported to be implanted with a 3rd strattice mesh on (B)(6) 2021; however there is no event reported after the date of implant; therefore no additional record will be opened.

Manufacturer narrative:
Additional and/or corrected data. Internal investigation into strattice lot: s10952 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 07 june 2023, all of the (B)(4) devices released to finished goods for lot: s10952 have been distributed. Of the (B)(4) distributed, 108 have been reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in followup#1: additional and/or corrected data. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On 25/apr/2023, pmqa received notification from legal that the lot associated with this event was found through discovery and is s10952-172. No other information was reported. As reported in the initial: it was reported through a legal event that a 38 year old female had hernia repair surgery on (B)(6) 2012. During the hernia repair surgery, the surgeon implanted a strattice mesh. The lot and batch number for this mesh is s1106061-172. After surgery, the patient returned to the hospital on or about (B)(6) 2013. She was diagnosed with recurrent ventral hernia. The remaining strattice mesh was removed and additional mesh was implanted. On or about (B)(6) 2015, the patient presented with a recurrent incarcerated ventral incisional hernia and additional strattice was implanted. She underwent a series of additional revision surgeries, with strattice being removed on or around (B)(6) 2016. On or about (B)(6) 2021, the patient presented with a recurrent ventral hernia that was repaired with strattice. The catalog number for this mesh is 1620002 and the lot number is sp200133-040. No other information was reported. This record is associated with the device implanted (B)(6) 2012; lot s1106061-172. Although a lot number was reported, s1106061-172 is not a valid lot number and therefore defaulted to unknown. Although it was reported there was placement of an additional mesh during the (B)(6) 2013, the record does not indicate strattice, therefore a record will not be opened for this mesh. The patient underwent an additional surgery on (B)(6) 2015, which the record does indicate a strattice mesh was placed; therefore a second complaint was opened. The patient was reported to be implanted with a 3rd strattice mesh on (B)(6) 2021; however there is no event reported after the date of implant; therefore no additional record will be opened.